Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not able to establish telemetry session with the remote monitor during a manual transmission. No green telemetry lights were noted on the monitor. Follow up was not able to provide additional information. The device and monitor remain in use. No patient complications have been reported as a result of this event.